Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had called to find out how to put her device into MRI mode for her MRI on (B)(6) 2022. When the caller was walked through how to put her device into MRI mode it said MRI mode was already activated. The patient was asked her if she knew her therapy was off and in MRI mode and patient did not know. The patient did not remember if they had deactivated the MRI mode after last MRI. Their last MRI was 8-9 months ago. Patient said she is drinking plenty of water but felt she's not going to the bathroom enough. The patient is on water pill hydrochlorothiazide. Patient is only going to the bathroom once a day (started probably a couple months ago. 2-3 months). Patient has device for bladder retention. Urologist checked urine and it was fine and they don't want to see her for six months. Patient had a lot of pain in right kidney in lower back hurts about six months ago. Doctor checked and said kidneys working fine. Patient said this could have been when she turned off her stimulation. The patient deactivated MRI mode and therapy was turned back on. Patient said she can feel things moving. She said, it feels like she has to go to the bathroom. Told patient she would have to follow up with the doctor on her bladder retention.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back to reiterate they weren't going to the bathroom as much as they used to go, that they felt like they were drinking more fluids than they were before and that they were headed to their managing health care provider (hcp) office today. The patient stated the last time they had been at their hcp office they were fine and they had been able to go to the bathroom. T. Patient services reviewed the role of a rep with the patient and the patient refused to call their hcp office to confirm their time. They stated they were going to their planned appointment and that they weren't afraid to tell the rep that they thought the ins ("this thing") was "shit," and that they didn't think it was working. The patient reported since they last called in to patient services, they'd had some "red spots," (the patient stated they couldn't tell medtronic "where" (they were) or "what" (they were)) and their managing hcp performed a cystoscopy in april and removed them but that it hadn't helped. The patient stated their hcp told them the reason the patient needed to have the cystoscopy was because of a medical condition the patient could not recall but stated the hcp told them "it's like an autoimmune thing," and the procedure was done as a part of their autoimmune disease, that it would keep coming back, and keep getting worse. The patient stated sometimes they were getting "not a burning feeling down there," but they were getting a "prickly feeling." The patient reported most recently on saturday afternoon, they had such pain on the left side (they didn't know if it was their left kidney or colon ,) but that something spasmed a lot and they doubled over in pain and they couldn't even move or take a breath. The patient stated they noticed the pain after they were eating grapes. The patient stated the pain "back there" would get better if they sat up after laying down, and the pain was from the patient placing any pressure on the left colon or kidney.